Event description:
On (B)(6) 2023, this patient underwent emergency endovascular treatment using gore® excluder® aaa endoprosthesis for ruptured right common iliac aneurysm. It was suggested by the physician that it was a rupture of an infected aneurysm. On an unknown date, at follow up visit, enlargement distal to the left common iliac artery was confirmed. Reportedly, the cause of the enlargement was due to the infection. On (B)(6) 2023, the patient underwent reintervention. The left internal iliac artery was coil embolized, and the additional stent-grafts were placed to the left external iliac artery. The physician stated as follows: the enlargement was due to infection. It seems that the first evar was a rupture of an infected aneurysm.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: c21, results pending completion of evaluation sterilization records. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm enlargement. Per IFU, it states "the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations; patients with active systemic infections, mycotic or inflammatory aneurysms." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19, a review of these records indicate the lot met all pre-release specifications for sterilization. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm enlargement. Per IFU, it states "the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations; patients with active systemic infections, mycotic or inflammatory aneurysms." H6: removed code d12 under investigation conclusion and added codes d1001 and d12.